Manufacturer narrative:
A complaint investigation was performed on the returned pump. Visual inspection reflected that the device was in good physical condition. The event history logs were reviewed. It was verified that on 05/25/2023 at 9:30 p.m., 230 cc of amphotericin was programmed through the main channel (channel a) for 3 hours. This corresponds to customer's complaint when the infusion manager reported a residue in the 100 cc bag that has not been fully delivered by the device. As directed by the costumer who initiated the infusion. Programming similar to that indicated at 22:08 hours was evident. The pump started up and after 20 minutes when it was disconnected from the electrical outlet and turned off, stopping the infusion (the pump was turned on at 10:56 p.m. Indicating infusion stopped and informing the total volume infused up to the moment of interruption.) A distal air alarm was generated (requires backpurging) and immediately there was a non-action alarm, where there was no manual restart of the infusion again. As a result, the delivery of the medication was not fully completed. The costumer protocol is carried out with the values indicated in the event comments, to rule out imprecise deliveries. Start of infusion: date: (B)(6) 2023. Time: 08:02 am channel: a 230 ml anfotericina duration: 3 hours end of infusion: date: (B)(6) 2023. End time: 11:03 am total volume infused (IV): 320,1 ml total infusion time: 3 hr 01 min the costumer protocol is carried out with the indicated values, the device does not present interruptions or alarms, it delivers the entire infusion in the indicated time. Probable cause: it was identified that the infusion had an interruption when the device was turned off and this was not started again by the user to deliver the indicated total volume shortage. D9 - date returned to mfg: 6/6/2023.

Event description:
The event involved a plum 360 driver new that was reported to under-deliver during a patient infusion. At 9:30 pm, the attending nurse programmed the pump with a volume to be infused (vtbi) of 230cc of amphotericin via the primary channel (channel a) to infuse for a 3 hour duration at an infusion rate of 79.1 cc/hour. The facilities video security showed that the nurse turned off the pump at 00:14. The day shift nurse noticed an approximate amount of 100cc as residual in the bag. There was no report of human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.